Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue beginning on (B)(6) 2016. The patient was reporting a blood glucose in the 300 mg/dl's with abdominal pain and vomiting. The patient was treated in the ER with IV fluids. During troubleshooting, customer support found that the pump was not delivering basal rate as it is programmed. This complaint is being reported as the patient experienced hyperglycemia related to the delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: basal history appears to be less than the basal delivery totals programmed by the user due to suspension of basal deliveries on 9-19-16 from 11:33 to 17:04. No eaw¿s in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1u/hr for 24 hours during the investigation pump history indicates the tdd was recorded accurately. Pump was tested for delivery accuracy during investigation and was found to be within specifications. Audio bolus button cover damaged/punctured but responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release